Event description:
It was reported that, the l4-033 error code was occuring in set-up. The customer was able to finish the breast biopsies using the older biopsys equipment. There were no pt consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer. Interface board and black cable replaced.